Event description:
The account alleged a pt exited the bed and fell. The account alleged that the bed exit light was on, but no sound locally at the bed side. The pt was not injured.

Manufacturer narrative:
The technician investigated and tested the bed exit and found no problem with the bed or any issues with the alarm sounding. The bed worked correctly.